Event description:
A registered nurse reported to (B)(6) medical care via email that a bd 1ml tb syringe slip tip with bd precision glide needle detached from syringe when used for intradermal injection leaving needle on patient's skin. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).